Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that a surgeon was performing an alif on a patient with very hard bone. The surgeon placed the plate using a temporary fixation pin. The surgeon noticed from a fleuro shot that the plate had to be repositioned. While removing the pin to reposition plate, pin broke midshaft. All of the pieces were retrieved and discarded. The patient was not harmed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).